Event description:
Ous MDR - one day after the implantation, a rise in impedance of the ra lead to >2500 ohm was reported in the context of the first follow-up. During the revision, regular measurement values in the atrium and ventricle were found after disconnecting the device and measuring the leads via an external analyzer. The subsequent measurement via the pacemaker, however, continued to show a high ra impedance of 2007 ohm and now additionally a high rv impedance of 2047 ohm. The pacemaker was then explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
After receipt, the pacemaker was subjected to a visual inspection. In particular, the connection system of the pacemaker was inspected. The screws and the spring elements of the lead connections were in working order. Leads inserted for test purposes were easily accessed, low ohm, and reliably contacted. The bore dimensions were also all within the dimensions set forth in the is-1 standard. Next, the pacemaker was interrogated and the memory was analyzed. The memory analysis showed the device to be in working order. The battery state of "ok" indicates that the battery was sufficiently charged. The therapy capabilities of the pacemaker were checked. The antibradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications. In addition, a long-term pacing test was performed. No problems were found with the pacing function. The device was fully able to deliver therapy. Summary the device is fully functional and is within specifications with respect to the connection system and electronics. Analysis showed no out-of-specification indications that could be linked to the clinical observation. There was no material or manufacturing defect present.